Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from pain, metallosis, elevated metal ions, with "cobalt 63.5 and chromium 17.2". The liner and head were exchanged upon revision.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update 1/9/16- pfs and medical records received. Pfs reported that starting in (B)(6) 2011, patient had right hip weakness, twinges that rapidly progressed to extreme immobilizing pain. On (B)(6) 2011, patient reported right rip infected having an I&d with a revision of femoral head only and a thin layer of metallosis. In (B)(6) 2012, patient reported severe, constant pain in right hip/groin/buttock with soft tissue swelling and mass found (B)(6) 2013 with hip aspiration (B)(6) 2013 of dark gray-green fluid, increase ions in blood, debris, aggressive encapsulation and black stained tissue when revised on (B)(6) 2013. Medical records and revision surgical report noted pain, swelling, soft tissue mass around greater trochanter, elevated metal ions, aspiration with metallosis, black soft-tissue staining, very large greater trochanter debris field, marked aggressive encapsulation of region, fairly denude greater trochanter, one impingement stripe on femoral neck but no significant metal damage to acetabular rim, and cystic area behind each screw hole area of the acetabulum. There is no new additional information that would affect the existing investigation. The complaint was updated on: feb 3, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.